Manufacturer narrative:
(B)(6). Investigation summary: the DHR was performed, quality notification and maintenance analysis had no occurrences potentially related to the defect observed. Due the lack of sample or picture related to the occurrence, it was not possible to perform the defect evaluation, thus it not possible confirm the root cause of the occurrence. The defect identified by this complaint will be monitored and trended. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: not confirmed: bd was not able to confirm/ reproduce the incident in question. Samples/ photos analysis: no image or sample related to the occurrence was received. DHR review: it was verified the batch record and the manufacturing date for this batch was march 8th to 13th, 2018. The process inspections were performed at proper frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection each 2 hours at 36 locations in the assembly process. Qn review: no quality notification (qn) that could relate to defect were observed. Maintenance review: no maintenance record that could relate to the defect was observed. Conclusion: the DHR was performed, quality notification and maintenance analysis had no occurrences potentially related to the defect. Due the lack of sample or picture related to the occurrence, it was not possible perform the defect evaluation, thus it not possible confirm the root cause of the occurrence. The defect identified by this complaint will be monitored to trend analysis. Root cause description: the DHR it was performed , quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. Due the lack of sample or picture availability, it was not possible perform a defect evaluation, thus it is not possible confirm the root cause of the occurrence. Rationale: based on the severity and occurrence a CAPA is not required.

Event description:
It was reported that bd¿ syringe luer slip had a cracked barrel. No serious injury or medical intervention reported.

Event description:
It was reported that bd syringe luer slip had a cracked barrel. No serious injury or medical intervention reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no.